Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation complete. This is an initial final report submission. Review of the most recent repair record determined that the cutters were worn; however, the repair was not completed because the cutters are unrepairable and need to be replaced. Devices are used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that there was an incomplete mesh. Evaluation investigation found that this cutter did not pass the cut test. No adverse events were reported as a result of this malfunction. No additional event information available.